Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had no ultrasound image on the deck monitor. The issue occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d10, h6, and h11. The device was not returned to olympus for inspection. However, a field service engineer inspected the device, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: field service discovered that only the endoscopic live image was displayed on the cover monitor. Users on site want the picture in picture (pip) image of the ultrasound to be displayed on the cover monitor as well. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.